Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by a patient, through the arthrex website, that the patient had a rotator cuff surgery involving arthrex anchors (qty 4). Patient reported that her shoulder was fractured when the anchors were inserted during surgery and that she has a frozen shoulder and constant pain. Patient also reported deep scars and pigmentation loss on her shoulder and high inflammation in her body. Patient sought a second opinion and was told that shoulder fractures are common with this product. Second opinion surgeon gave her two options: first, to have a shoulder replacement and second, to use pain management (i.e. Medications, physical therapy, massages, acupuncture, etc.). Patient stated that her life has become much harder and that she was not informed of the fracture risk prior to surgery. At time of initial report, patient did not provide the arthrex part numbers involved. Additional information obtained 10/10/2019: the patient's original right rotator cuff surgery took place on (B)(6) 2015. Patient reports symptoms of constant pain, frozen shoulder and skin discoloration with white spots and dark spots where the anchor was inserted. Patient also reports chronic inflammation and some type of grainy material appears as bumps and comes from the shoulder. Patient provided arthrex with pictures. Patient followed up with the surgeon who performed the rcr procedure and he diagnosed the frozen shoulder and keloids. Patient¿s second opinion surgeon informed her of a shoulder fracture due to the anchor implants. According to the patient, the surgeon reviewed her x-rays and noted the fracture post (B)(6) 2015 surgery. Patient said subsequent x-rays and MRI show the fracture progressively getting worse. At this time, no second surgery has been scheduled. Arthrex has not received patient¿s medical records to confirm these facts. Implant log from the original procedure lists the following arthrex products: ar-2600sbs-4 speed bridge implant system with biocomposite swivelock (lot 1237861) (qty 1) ar-1927bcf-3 suture anchor, biocomposite corkscrew ft (lot 1239035) (qty 1) the implant log also contains a product label from tornier for a biofiber scaffold surgical mesh 20 x 30 (lot ct0314058). Operative report/surgical center records 6/24/2015: surgical center records show patient had a prior right shoulder surgery (rotator cuff, over ten years prior, performed in another state). Operative report shows patient had evidence of a large full-thickness rotator cuff tear. Procedures performed were as follows: arthroscopic double-row rotator cuff repair, arthroscopic biceps debridement with labral debridement and subacromial decompression. It was noted that the patient's biceps had been cut at the previous surgery and that the rotator cuff tissue was of very poor quality. Surgeon office records (B)(6) 2015 and (B)(6) 2015: records noted patient has not been attending physical therapy or doing her home exercises as prescribed and the patient developed severe stiffness of the shoulder due in part to lack of use. Surgeon stressed need for therapy. Concern noted that lack of physical therapy will affect patient's ability to regain full range of motion. The records also indicated that the patient was involved in a car accident in (B)(6) 2015, approximately 12 weeks after the rotator cuff surgery. Surgeon office records (B)(6) 2016: records notes patient has been doing a home and formal physical therapy program which was helping. Patient reported her pain and range of motion were continuing to improve but were still present. Patient complained of radiating pain down the arm. No further information has been provided to date.